Event description:
It was reported that placed in the emergency room, the flow of urine from the connecting tube to the urine collection bag was poor, and urine does not drip out. So, the problem was improved when the bag was replaced with a urine collection bag from another company.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows the overview of the drainage bag with inlet tube and sample port connector. The second photo sample zooms in on sample port connector. The third photo sample shows zoom view of the depressed sample port connector. Fourth photo sample shows the verified date code. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with inlet tube and sample port connector. Visual inspection of the sample noted filled the drainage bag with water, the drainage bag was able to be filled up easily and drained easily with no difficulties. No restricted flow observed. No root cause could be found because the reported event was unconfirmed. The device history record review could not be performed without a lot number. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when placed in the emergency room, the flow of urine from the connecting tube to the urine collection bag was poor, and urine does not drip out. So, the problem was improved when the bag was replaced with a urine collection bag from another company.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.